Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an abdominoplasty/liposuction procedure on (B)(6) 2015 and the suture was used. Post-operatively, the patient experienced granuloma by tissue reaction, evidenced in ultrasound exam. It was also reported that the patient should undergo the suture removal. Additional information will be requested.

Manufacturer narrative:
(B)(4). Additional information was obtained: patient present pain-wide at the plication line (abdominal midline), with discomfort and permanent disability for activity by abdominal discomfort. None have any more serious damage but it is a permanent pain and discomfort, at the zone of the prolene plication, which has hurt them in their life and daily routine. The current state of the patient: after the procedure made 12 days ago has no infraumbilical pain but discomfort and pain at the supraumbilical level.